Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Rv lead not capturing at max outputs as well as intermittent undersensing. Doctor decided to revise the lead.